Event description:
A report was received the patient was not receiving adequate stimulation to cover all areas of pain. The physician decided to perform a revision procedure to implant a new ipg and replace the non-directional leads with directional leads for better coverage. Patient was stable post operatively.

Manufacturer narrative:
The returned ipg sc-1110c serial number (B)(4) was analyzed and passed the functional test and revealed no anomalies.

Event description:
A report was received the patient was not receiving adequate stimulation to cover all areas of pain. The physician decided to perform a revision procedure to implant a new ipg and replace the non-directional leads with directional leads for better coverage. Patient was stable post operatively.